Event description:
It was reported that after the customer took out the stent and cut the wire, the tail of the stent cracked and fell off during the process of straightening the guidewire on the stent. The customer then replaced the stent with a new one. Per follow up information received via ibc on 07jun2024, the customer confirmed the patient was unaffected and the stent was found to dehisce during the upper guidewire. The stent did not crack when it was inside the package, so the doctor followed the normal steps to open the bag and cut off the silk threads.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual requirements stated to use unaided eye at 12" to 18" under room lighting unless otherwise noted. Upon evaluation of the sample a fracture was identified on the body of the stent and at the suture port hole. The separation observed on the body resembles damage typically caused by cutting with a sharp instrument, as there is no evident of material stretching or discoloration. The separation at the port hole exhibits signs of stretching and discoloration, indicate of damage that may occur when the suture is forcefully withdrawn from the stent. The complaint indicates that the suture was cut; however, the suture itself was not submitted for evaluation. Dimensional: dimensional requirements stated that the od to be 0.079" plus or minus 0.002" , tube ID to be 0.050" plus 0.002" -0.001", and guidewire to be 0.038". The sample successfully met all dimensional requirements. Measurements taken with a laser micrometer indicated the outer diameter (od) was 0.0795". The tip's inner diameter (ID) was assessed using a 0.043" pin gauge. While the ID at the separation point was measured with a 0.50" pin gauge. Additionally a 0.038" guidewire passed through the sample without resistance or causing further damage to the sample as reported. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be material selection. However, there was insufficient information to confirm this potential root cause. A DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "precautions: suture may be cut off prior to stent placement. Remove suture if indwelling time is expected to be longer than 14 days. The overall integrity of the stent. Ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and or radiographic procedures are recommended at intervals deemed to be appropriate by the physician. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device. With any ureteral stent, migration is a possible complication, which could require medical intervention for removal. Selection of too short a stent may result in migration. Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation. The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure. Multi-length ureteral stents: formation of knots in multi-length ureteral stents may occur. This may result in injury to the ureter during removal and or the need for additional surgical encountered during attempts at removal. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and with applicable local, state and federal laws and regulations. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the customer took out the stent and cut the wire, the tail of the stent cracked and fell off during the process of straightening the guidewire on the stent. The customer then replaced the stent with a new one. Per follow up information received via ibc on 07jun2024, the customer confirmed the patient was unaffected and the stent was found to dehisce during the upper guidewire. The stent did not crack when it was inside the package, so the doctor followed the normal steps to open the bag and cut off the silk threads.